Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and then it was low. The customer reported that there was unusually high blood glucose for him in the 500mg/dl and 600mg/dl range. He said this has been a recurring problem for the last 6 to 8 months where his blood glucose will go up real high suddenly and he does a set change and it works for a day or so and then goes high again. Customer reports blood glucose this morning was 433mg/dl, then 518mg/dl and then it was down to 360mg/dl. Then he was at 175mg/dl and later he was 29mg/dl. Patient's blood glucose at time of incident was 590 mg/dl. Patient's current blood glucose was 360mg/dl. The customer had leg cramps, thirst and difficulty breathing. The customer treated for high blood glucose with a couple of injection. Customer goes through a lot of insulin so he uses the tubing for two reservoir changes so changes almost every four days. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer stated the drive support cap appears normal. The customer also had bent cannulas. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address number label.